Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed that the pump was manually suspended on (B)(4) 2014 and manually resumed 29 minutes later. No alarms related to the complaint were noted in the alarm history. The basal and boluses added up appropriately to total the total daily dosage; confirming that the pump was delivering accurately. The pump was able to successfully perform a delivery accuracy test and was found to be operating within the required specifications. Unrelated to the complaint, evaluation revealed the battery compartment was cracked at the case seal. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. The inaccurate delivery issue was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.